Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired after the use of the product. Additionally, the patient's certificate of death was received indicating immediate cause of death was cardiac arrest and underlying cause was heart disease.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR number: 1225714-2013-03052.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to the same event involving the same patient; the associated manufacturer report numbers are 1225714-2013-03052 and 1225714-2013-03053.

Event description:
Additional information received alleged that the patient experienced sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the product administered to the patient during dialysis treatment.